Manufacturer narrative:
D4: the primary UDI number in d4 is reflective of all currently available information. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an emergency backup battery (ebb) fault alarm. It was not cleared by the self-test on batteries or wall power. Log files captured ebb faults on (B)(6) 2025 at 5:38 pm due to the ebb failing the load test. It was recommended to reseat the backup battery and if the alarms continue, the ebb might need to be replaced. Log files captured a loss of power to the mobile power unit (mpu) at 6:26 pm on (B)(6) 2025. The system continued to operate at the set speed and was supported by the system controller¿s backup battery until external power was restored. Log files captured intermittent ebb faults on (B)(6) 2025 from 17:13 to (B)(6) 2025 18:29. The ebb fault was due to the ebb failing the load test. The log files also captured power cable disconnect/low power hazard/no external power while on connected to the mobile power unit (mpu) on (B)(6) 2025 at 18:26. This was caused by power to the mpu being briefly interrupted. The mpu ac power cord was suggested to be verified to be fully connected to wall power as well as completely locked into the mpu ac input. There was no pump interruption during these events as system controller¿s ebb function as intended. The alarms resolved upon mpu regaining power. There were no other unusual events recorded in the log files. The mechanical circulatory support (mcs) equipment was operating as intended. There were no notable alarm conditions or parameter changes. The ventricular assist device (vad) was functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of power while connected to the mobile power unit (mpu) was confirmed via the provided log file. On 08oct2025, a low power hazard activated due to a loss of external power while connected to the mpu. These alarms resolved when the power was restored to the mpu at 18:26:10. The system controller backup battery supported the system during the loss of external power without any issues. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu (serial number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event was unable to be conclusively determined through this analysis. The relevant sections of the device history records for the mpu were unable to be reviewed as the serial number was not provided. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.